Event description:
Since the product was not returned, we were unable to draw any conclusion as to the difficult deployment. It was reported that it was extremely difficult getting the sheath, guide wires and balloons to the lesion due to the severe stenosis. It was also noted that the severity of the stenosis was not known until the procedure began. The IFU states "should unusual resistance be felt at anytime during stricture access" remove as a single unit. Applying excessive force to the sds can potential result in loss or damage to the stent and delivery system components. The stent was unable to deploy and the physician attempted to remove the partially deployed stent. This caused the stent to fracture. Also the IFU states, "do not attempt to pull a partially-expanded stent back through the sheath or guiding catheter, this may cause dislodgement of the stent. The root cause for this incident is user error that contributed to the failures.

Event description:
During a peripheral vascular intervention procedure an attempt was made to deploy a stent. When only about 2 cm of the stent deployed, the rest would not, due to the high grade stenosis in the artery. The physician attempted retraction into the sheath but the stent fractured in two pieces with one inside the sheath and the other in the common femoral artery. A report of this event has already been made to the guidant quality engineering department who determined that user error contributed to the event as the excessive force to the stent delivery system caused damage to the stent resulting in the fracture of the stent.